Event description:
The customer obtained imprecise quality control results using vitros amon slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were affected and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The user documentation for the vitros 250/350 system indicates "do not use any solvents or cleaning solutions on the equipment other than distilled or deionized water. Never use ammonia cleaners on or near the analyzer". The investigation determined that the laboratory floors had been cleaned with an ammonia based cleaner. Ocd field service investigated, cleaning the incubator and replacing the incubator evaporation caps and dispense blade. The service activity returned the vitros 250 to expected operation. The root cause of the amon imprecision is user error.